Event description:
On (B)(6) 2006, the patient was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm (aaa). On (B)(6) 2012, computer tomography scan revealed bilateral common iliac aneurysms distal to the existing stent-graft system. It was reported that these aneurysms were the result of disease progression from the original aaa. On (B)(6) 2012, the patient was implanted with two additional gore excluder aaa endoprosthesis components, extending the stent-graft system distally on both sides. The bilateral aneurysms were resolved, and the patient tolerated the procedure.

Manufacturer narrative:
Additional excluder component included in this report: (B)(4). Results - a review of the manufacturing records for the device verified that the lots met all pre-release specifications. Conclusions - per the gore excluder aaa endoprosthesis instructions for use (IFU), patient should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.